Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported as intraocular lens (iol) was loaded correctly with no observed issues. Upon implantation the iol was observed to be nearly severed at the trailing haptic. The lens was cut and explanted during initial procedure without further complications. Additional information has been requested.